Event description:
According to the reporter, during a procedure, when the cartridge was installed at an angle, the cassette did not open. It was noted that the articulation joint was broken. The device stapled the tissue but did not release it. Afterwards, it was sewn shut by hand, and it was solved by removing the gallbladder with a stapler and cutting it with scissors. Due to the advanced inflammation it was not possible to perform laparoscopic procedure and so, the surgeon did conversion into laparotomy. Then the user had to use the stapler to cut the tissues and block due to the advanced inflammation. The surgical time was extended by 2 hours.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3c0150) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the cartridge was installed at an angle, the cassette did not open. It was noted that the articulation joint was broken. The device stapled the tissue but did not release it. Afterwards, it was sewn shut by hand, and it was solved by removing the gallbladder with a stapler and cutting it with scissors. The surgical time was extended by 2 hours.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that when the reload was installed at an angle, the jaws was closed, but the device did not staple not cut the tissue. Additionally, it was impossible to remove the device because of the instrument being stuck. It was noted that the articulation joint was broken. Afterwards, it was sewn shut by hand, and it was solved by removing the gallbladder with a stapler and cutting it with scissors. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the reload was installed at an angle, the jaws was closed, but the device did not staple not cut the tissue. Additionally, it was impossible to remove the device because of the instrument being stuck. It was noted that the articulation joint was broken. Afterwards, it was sewn shut by hand, and it was solved by removing the gallbladder with a stapler and cutting it with scissors. Due to the advanced inflammation it was not possible to perform laparoscopic procedure and so, the surgeon did conversion into laparotomy. Then the user had to use the stapler to cut the tissues and block due to the advanced inflammation. The surgical time was extended by 2 hours.